Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued for a treon spring arm assembly. Part has not been returned for eval as of the date of this report.

Event description:
A medtronic rep reported there is a bad cable connection with the psu, on the treon system and the communication is lost at times. The communication comes back only by moving the connector which is connected to the psu. There was no pt present.